Event description:
This occurred during a therapeutic procedure and completed using a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field b5 and h3. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high flow insufflation unit had co2 escaping from the device, and the remaining amount in the cylinder dropped to zero in an instant. A new cylinder was replaced, and use resumed, but the co2 ran out in about 10 minutes. Another uhi-3 was brought in, and the operation was completed. The issue occurred during an unknown procedure. There were no reports of patient harm.